Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "the blade cracked. The instrument was not found to have a cracked or broken blade. The instrument was connected to an in-house ethicon energy generator and passed the recognition test. There were additional findings not reported by the site. The instrument was found to have the teflon pad missing from the grip. The missing piece measures approximately 0.102" x 0.445" and was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer discovered the harmonic ace instrument blade was cracked. There was no report of any fragments falling inside the patient. The procedure was completed. On 29-oct-2021, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. During the procedure, the "teflon" from the instrument fell inside the patient and was found in the removal of the wipe. The instrument is available for return to isi for evaluation. No photographic images of the device or a video recording of the procedure are available. On 10-nov-2021, isi performed follow-up with the customer and obtained the following additional information regarding the reported event: it was unknown what surgical task was being performed when the fragment fell inside the patient. The customer reported that the fragment fell inside the patient during an instrument tip collision. During the procedure, the instrument performed as intended up until the reported event. After the "teflon" became detached from the instrument and fell inside the patient, the fragment was retrieved during the same procedure. The customer confirmed a complete "teflon tablet" was retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the reported issue. It was unknown if there was resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.